Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported to a post market surveillance specialist that they were currently in the hospital. The patient stated that they were admitted to the hospital on (B)(6) 2023 for clotting and stated that they also had an infection. Upon follow up, the pdrn reported the patient presented to the emergency room (ER) on (B)(6) 2023 with a malfunctioning pd catheter (not a fresenius product) and abdominal pain. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was formally admitted. Patency testing revealed the pd catheter was clogged (or clotted) with fibrin, and the catheter was successfully treated with a clot busting agent (alteplase). The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) vancomycin and ceftazidime. The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus on (B)(6) 2023, and the patient¿s ceftazidime was discontinued. The patient was discharged on (B)(6) 2023 in stable condition and is recovering from the events. The pdrn attributed causality to an unspecified touch contamination event. Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius product(s), drug(s), and/or device(s). The patient continues to undergo continuous cyclic pd (ccpd) therapy utilizing the same liberty select cycler without reported issue.